Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the physician had stopped the patient's medication at discharge from the implant procedure. However, the patient presented with complaints of pedal edema, shortness of breath, a little orthopnea, and a (B)(6) weight gain. The medication was restarted. It was determined that this event may be procedure related. No patient complications were reported as a result of this event.